Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the top of the reservoir is chipped and the reservoir may fall out. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube lip and cracked case at display window corner. Unable to perform basic occlusion test or occlusion test due to completely broken reservoir tube lip. Reservoir cannot stay locked in reservoir compartment.